Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The event is confirmed based of the provided photo. The provided photograph/video indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown.

Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Initial submission date received 05/25/2022.

Manufacturer narrative:
Correction: h10 plant investigation plant investigation: reported complaint confirmed. Four photos provided. All four photos show same dialyzer attached to machine. There appears to be an internal blood leak; blood on outside of fibers within dialyzer; blood pooled within bell housing. Lot history review noted two other complaints reported against lot from same clinic and address clotting (no sample). Production records review performed on reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with reported event. Lot met all release criteria. Reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. Event confirmed based off provided photos. The provided photograph/video indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of sample it is unknown.

Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.